Event description:
It was reported (belgium) the patient was not receiving effective stimulation. Lead diagnostics showed multiple contacts had high impedance values. The patient's lead was replaced with a penta lead, which resolved the issue.

Manufacturer narrative:
Results - the complaint of "invalid impedance" was confirmed. Inspection of the lead revealed broken wires in the lead body approximately 4 cm below the paddle. No kinks were observed. Continuity testing showed that channels 2, 7 and 8 were electrically open. This is consistent with the observation made in the field. The fractures were consistent with a tensile overstress condition the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.